Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited electromagnetic interference.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was further reported that the right ventricular (rv) lead exhibited intermittent oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.